Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open. A technical support specialist (tss) performed a cycle count and identified that the drawer 7 was opened and item is not loaded in the cubie. Tss guided the user to contact the pharmacy to reassign the items and send more over to assign to machine. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie lid would not open.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.